Event description:
The complainant reported that during prep, the automated impella controller (aic) had 'purge cassette is not removed' alarm leading to console exchange. The new aic was able to be used without issue. There was no reported patient harm.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the purge disc/flag issues has been completed. Console logs from the reported day of event are mostly consistent with complaint and show that after boot-up and without purge cassette or disk being connected, console presented with controller failure alarm (#418, due to purge pressure sensor defective). It was preceded by error message ¿purge sensor_defect2¿ indicating purge pressure sensor voltage out of range, which did not resolve after console was power-cycled. The console was returned for evaluation. Upon functional testing, the reported issue was reproduced. Troubleshooting indicated that the issue was caused by malfunction of pud board and defect of purge pressure senor (transducer). Added h6 impact code 4629 corrections to the initial MFR report: d2 updated common device name. G1 MDR reporting contact email updated. G1 MFR site name and address updated. H6 med dev prob code 2900 changed to 2994.